Manufacturer narrative:
Our field service engineer was on site to investigate the reported issue. Visual inspection all checked ok and no technical errors logged. Cleaned inspiratory section was cleaned. Then the ventilator passed pre-use check and all functional tests and returned to service and clinical use.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).